Event description:
A durable medical equipment supplier (dme) reported that a heated humidifier had failed, melted on the bottom and filled a room with smoke. There was no report of injury or harm. The complainant reported that the device had been thrown away and was not available for additional investigation. While the device was not returned for evaluation, the manufacturer confirmed the device was within the serial number range for a reportable field action (z-1260-2009) initiated in july 2009. The manufacturer determined that the details reported by the complainant were enough to characterize the failure mode as similar to the failures evaluated in association with the above reference field action. The manufacturer had previously completed an investigation of the failure mode and concluded it is caused by (B)(4). The manufacturer was able to isolate the population of devices potentially manufactured with the specific supplier's suspect connector and issued a voluntary field corrective action. The FDA was notified in july 2009 and philips respironics was issued recall number z-1260-2009.